Event description:
It was reported that a drill started smoking. It is unknown if there was any patient involvement or adverse consequences associated with this event. Additional information is not available at the account.

Manufacturer narrative:
The drill was returned to the manufacturer; however the product has yet to be evaluated. A follow up report will be filed once the product evaluation has been completed.